Event description:
It was reported by a peritoneal dialysis (pd) patient¿s spouse that a fluid leak was discovered after completing the pd treatment. The patient was not connected during incident as it was discovered when the treatment was completed and the patient¿s spouse was breaking down the machine in step 9. Fluid was noted leaking from inside the machine when the cassette was being removed. The cause of the leak is unknown. The patient¿s spouse was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the spouse stated that one manual treatment was performed during the absence of a cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned for investigation as well.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,g.1., h.3. Product investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed.valve actuation test passed. A 3 hour accelerated stress test was performed and passed with no issues there were no fluid leaks in the test cassette.an investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s spouse that a fluid leak was discovered after completing the pd treatment. The patient was not connected during incident as it was discovered when the treatment was completed and the patient¿s spouse was breaking down the machine in step 9. Fluid was noted leaking from inside the machine when the cassette was being removed. The cause of the leak is unknown. The patient¿s spouse was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the spouse stated that one manual treatment was performed during the absence of a cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available to be returned for analysis. The cycler is available to be returned for investigation as well.